Event description:
Information was received from the physician indicating that the suspected cause of the painful stimulation was device malfunction, as the physician suspects that the patient is receiving stimulation to an unintended site due to a lead discontinuity. However, device diagnostics were within normal limits, indicating that the cause of the painful stimulation was vns stimulation. The physician indicated that the full revision surgery was to preclude a serious injury. No additional relevant information has been received to date.

Event description:
It was reported that the patient had been experiencing shocking sensations from the generator, so the patient underwent full revision surgery. It was noted that the devices will not be returned for analysis. Diagnostics were noted to be with normal limits. No additional relevant information has been received to date.